Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly revised due to dislocation subluxation; malalignment.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when investigation is complete. This event occurred in the (B)(6). This is the same event as 1043534-2013-02153, 02154.